Event description:
The following has been reported: displayed error number error01-0001 error 01 is defined by the technical manual as a motor rotation issue. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.